Event description:
The patient reported that audio bolus keypad button was intermittently unresponsive. The patient denied damage to the keypad and that she verified all programming was correct on the pump. The patient also stated that she wears the pump exterior to garment and that she does not clean the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be peeling. Evaluation revealed that the audio bolus keypad button was intermittently responsive. There was evidence of keypad adhesive/contamination found under the contrast, up and down arrow key contacts and adhesive degradation was also found on the keypad rubber. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Unrelated to the complaint, evaluation revealed a cracked battery compartment, a dim discolored display screen and a scratched display bezel, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.